Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A imp,tsv,4.7,13,mtx,mg ( tsvtwb13) was returned for investigation. Visual inspection of the as returned product identified that the implant transfer mount is fractured at the hex portion and that the mount screw head is fractured into the fmt. The implant appears to be cut during the removal process at the collar. No pre-existing conditions were noted on the complaint. The reported device location is #25 and length of usage is same day. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1243471). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1243471) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. PMA/510k: k101880.

Event description:
It was reported that the transfer mount screw broke when placing the implant. Doctor used straight bar to remove implant before it could be replaced. 1 hour delay to complete procedure with another implant. Tooth location # 25.